Manufacturer narrative:
Results of investigation: vyaire field service technician went onsite and evaluated the device. Verified the display on the user interface module was barely visible. Replaced the user interface module. Powered back on and completed the owner verification process. System meets factory standards.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator uim (user interface module) is malfunctioning. Upon start up the screen flickers, go in and out, and has lots of lines in it sometimes it does not come on at all. The customer confirmed that there is no patient involvement associate with this reported event.